Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
Steris service reported that the user facility experienced video "switching error" messages on the monitors connected to their hexavue integration system. The unit was rebooted prior to a patient procedure. No report of injury or procedure delay.